Manufacturer narrative:
Manufacturer report no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a peripheral intravenous (IV) access was lost during therapy in the oncology care area. The patient was receiving a taxane based chemotherapy treatment, via peripheral IV access, as a secondary infusion. The customer also reported that the primary IV solution bag was hung using two blue hangers, causing excess tubing to drag on the floor. During the patients travel from chair to the bathroom, the patient inadvertently stepped on the IV tubing line which resulted in pulling out the peripheral IV access. A new peripheral IV access start was necessary (unknown access site or angiocatheter size) for the patient to receive the remainder of the chemotherapy treatment. The patient received the remainder of the chemotherapy without complications and was discharged to home in stable condition.